Manufacturer narrative:
Device investigation narrative - one 72201491 ultra-fast-fix assembly curved needle device returned. The device is in used but good condition. It was used for ¿a meniscus repair procedure¿. The complaint reads ¿during a meniscal repair procedure, after t1 was implanted, t2 fell off¿. The blue split cannula was returned. The depth limiter was returned trimmed. T1, t2 and suture were not returned. This device shows no obvious damage or signs of aggressive use. A functional test indicated that the manual advancement of the actuator performs properly. No mechanical problem was found. Condition of this device does not lend to the complaint description. No root cause related to the manufacture of the device can be confirmed. No further investigation is warranted.

Event description:
It was reported that during a meniscal repair procedure, after t1 was implanted, t2 fell off. A backup device was used to complete the surgery. No patient injury was reported.